Event description:
Pt underwent an implantation of cardiac resynchronization pacer-ICD. The device was a crt ICD. He was later admitted to medical center with a diagnosis of left leg pain and was discharged 8 days later. A week later he was transported by ambulance to medical center, where he was pronounced dead upon arrival. The cause of death was a sudden cardiac death. Cardiologist's opinion is that the death most likely was consistent with the guidant device failure.